Event description:
Received a call from forensic pathologist indicating he is performing an autopsy on a patient who expired with an aortic valve still implanted after an implant duration of approximately 78 days. The patient expired due to congestive heart failure. There has been no report of a device malfunction, and no additional information was provided despite multiple attempts by edwards.

Manufacturer narrative:
The device history record was completed and confirms that this device passed all manufacturing and sterilization inspect. Multiple attempts to return the device were unsuccessful. Edwards will continue to follow-up for device return. Moreover, autopsy and operative reports were requested but not yet provided either. With the available information, it is not possible to determine whether the edwards' device has caused or contributed to the patient's death. However, follow-up attempts to request additional information are ongoing, and this report will be updated as needed.

Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: a section of host cardiac muscle was received including the valve sewn at the host native annulus. As received, heavy thrombus deposits were evident at the inflow and the outflow aspect. No inconsistencies were detected in the x-ray as the wireform was intact. The initial reporter was able to obtain permission to have the valve released for evaluation. Although multiple attempts were made to obtain patient records and an autopsy report, no documentation of additional information was provided. The evaluation confirmed the presence of thrombus on the valve however without patient history edwards still cannot conclusively determine a relationship between the edwards device and the patient's death.